Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The cannula handle was observed to be in two pieces. The scope wash tubing and the c-ring was attached to the cannula through the retention rib. The c-ring was observed to be intact, no visual defects were observed. Based on the return condition of the device, and the results of the investigation, the reported failure "break; handle defective" was confirmed. . The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield white handle of the harvesting cannula broke off of the harvesting cannula. This defect caused the product to become unusable. The defective product was immediately removed from the surgical field. No adverse outcomes occurred due to the defect. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield white handle of the harvesting cannula broke off of the harvesting cannula. This defect caused the product to become unusable. The defective product was immediately removed from the surgical field. No adverse outcomes occurred due to the defect. A replacement device was used to complete the procedure.